Event description:
Patient reported "implant rupture" confirmed by ultrasound. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Subsequently, ultrasound identified "folding's can be seen and device shell is not continuous. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.6., b.5.,b.6., d.1., d.2., d.4., d6a., d6b., g.1., g.2., g.4., h.4., h.6. Photo analysis: visual analysis of the photographs identified the device was broken shell and red encapsulation.unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "implant rupture" confirmed by ultrasound. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Creases/folding of implant: observed, fold creases. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed.

Event description:
Patient reported "implant rupture" confirmed by ultrasound. Device remains implanted. This relates to the right side.